Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump alarmed pump error alarm. Customer was able to clear the alarm but was unable to rewind the insulin pump. The insulin pump was exposed to high magnetic environment. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2022 of an error in the motor was detected by reading unexpected value from hall sensor alarm. Tested with a test p-cap and the test p-cap locked in place properly. Unit was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to error 38. Device passed self test. Unit successfully downloaded to thus. No motor movement or negligible movement. Retries to free a stuck motor failed occurred during testing. No motor was detected by reading unexpected value from hall sensor alarm noted during test. Verified in the device history download the device alarmed an error in the motor was detected by reading unexpected value from hall sensor alarm on (B)(6) 2022 14:39:12.000 due to moisture damage to pcb2 and motor home switch. Device was cut opened and moisture damage was noted on electric bord. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, moisture damage, corroded motor home switch. An error in the motor was detected by reading unexpected value from hall sensor alarm was confirmed due to moisture damage to electric board and motor home switch. No motor movement or negligible movement. Retries to free a stuck motor failed confirmed due to moisture damage to electric board and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information provided in the section g4v as incorrect with the initial report. The correct information has been provided with this report and the correct date is september 29, 2022.